Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection, the 1st device became activated intermittently without pressing the hand switch. The same event occurred in the 2nd device. . A competitive device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.